Manufacturer narrative:
The complaint device is not being returned; it was discarded by the customer and therefore is unavailable for a physical evaluation. This complaint cannot be confirmed. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode, however one possible root cause could be the knot manipulator used in the procedure may have been damaged, which resulted in a sharp edge on the device cutting the suture of the anchor. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Device discarded by the customer.

Event description:
Implanted lupine anchor to perform a biceps tenodesis. Anchor was inserted and then tension was pulled. During knot tying of anchor, the knot pusher cut the suture and made the anchor useless. We opened up another anchor and another knot pusher from another set. We implanted the new anchor 5mm from the other anchor. The anchor was tied with another knot pusher without incident. Information received from our sales rep via email on 3-4-16 and 3-22-16 indicates both complaint devices were discarded by the customer. See associated medwatch #: 1221934-2016-10060.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Associated medwatch #: 1221934-2016-10060. (B)(4). Awaiting device return.

Event description:
Implanted lupine anchor to perform a biceps tenodesis. Anchor was inserted and then tension was pulled. During knot tying of anchor, the knot pusher cut the suture and made the anchor useless. We opened up another anchor and another knot pusher from another set. We implanted the new anchor 5mm from the other anchor. The anchor was tied with another knot pusher without incident.